Event description:
The rep was informed by the hcp(healthcare personnel) that the patient had both of their (B)(6) batteries replaced with a (B)(6) battery, but the (B)(6) leads/extensions were to be used with the (B)(6) system. The (B)(6) extension wires were tunneled across the chest to connect to the (B)(6) rechargeable generator. There was not a (B)(6) rep present at the time of that particular surgery. It was later reported to the manufacturer rep that shortly after that battery replacement surgery, the system ¿stopped working¿. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).